Manufacturer narrative:
The macroscopic and microscopic investigations showed that the mandibular recon plate, 17 hole, straight, with template, sterile broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The fractured surface had appearance of a forced rupture and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also existed. In addition, swinging lines of a fatigue breakage were also visible to some extent. The root cause for the reported event could have been one or repeated powerful dynamic overload at the fractured area of the plate. No indications were found for any systematic, design, material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
On 2013 (B)(6), the revision surgery was performed with the reconstruction plate. After that the plate was broken,and the revision surgery was performed again on 2013 (B)(6). During the surgery, when surgeon tried to extract the screws, head of 2 screws broke.

Event description:
On (B)(6) 2013, the revision surgery was performed with the reconstruction plate. After that the plate was broken,and the revision surgery was performed again on (B)(6) 2013. During the surgery, when surgeon tried to extract the screws, head of 2 screws broke.